Manufacturer narrative:
Additional information: d10device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the trigger fell out of the device. There were no adverse consequences related to this event.

Event description:
It was reported that the trigger fell out of the device. There were no adverse consequences related to this event.